Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump won¿t turn on. The customer stated the batteries barely lasts a few weeks. They had received low battery alarms. The customer¿s blood glucose level was 8 mmol/l. Troubleshooting was performed. The customer stated there was a crack on the battery casing. The customer was advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.